Manufacturer narrative:
Product ID 3889-28, lot# v914060, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that troubleshooting was needed for the patient programmer. The event reported was pp (patient programmer) splash screen. The battery was check. She was using dollar store batteries. It was recommended that the patient get some brand new alkaline batteries and if that did not resolve the issue to call patient services back. Return of symptoms were reported. This was a sudden change in therapy/symptoms. Patient said starting just after (B)(6) 2015, doesn't feel stimulation and she can't hold her urine. She was feeling stimulation and needed to adjust it. Now does not feel stimulation anymore. Patient thought she stopped feeling stimulation when she replaced the batteries. It was working pretty good as good as anything could be for the situation she was in. She had been trying to work this out for herself and thinks she touched the wrong button. The patient mentioned she did not understand how this all works. She was told her ins would last 6 years. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information from patient reported the replacement of the patient programmer batteries resolved the return of symptoms. The patient reported that it did work as predicted. She will be updating with healthcare provider for more adjustments.